Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -18.0/+3.5/080 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a longer lens due to lens rotation and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens returned in a lens vial with liquid. Visual inspection found there was no visible damage to the lens. (B)(4).